Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) identified that several cubie pockets were rubbing against the frame. The debris from beneath the cube pockets, which cleared the frame, but the drawer continued to drag on one side. The further inspection revealed a damaged bearing cage on the left slide rail, causing restrictions. The slide rail was replaced, and the drawer¿s operation was tested and verified as normal after repairs. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer was failed to open and making click noise. The customer stated that the malfunction occurred during medication dispensing, and accessing medications from another pyxis station caused a delay in patient care there were no adverse events or injuries reported based on this event.